Event description:
Boston scientific received information that this right ventricular lead had dislodged. It had dislodged after the routine check up and was repositioned however it had dislodged again. This lead was explanted and is out of service. Another lead was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.